Event description:
It was reported that during a case involving the right carotid artery (off label use), the balloon catheter was inflated to 4 atm and then to 6 atm, when the catheter separated near the guide wire exit notch. Both pieces of the balloon catheter were removed in the sheath. Reportedly, there was no pt injury.